Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ ni, device code - ni, device info - ni, date implanted - ni, PMA/510(k) number ¿ ni, manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00380 & 00381).

Event description:
Patient underwent a revision procedure due to loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.